Event description:
During a pci treatment procedure, the maverick2 monorail 20/1.5 mm balloon ruptured at seven atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in a tortuous first diagonal branch of the left anterior desending coronary artery. The physician used a tonokura introducer sheath for vascular access, a launcher guide catheter and a bmw guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.